Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with another coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There were multiple hypotube kinks. There was a pinhole at the distal edge of the markerband. The tip was damaged. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with another coyote¿ es balloon catheter. No patient complications nor injuries were reported.